Event description:
Implant didn't achieve osseointegration, primary stability was achieved, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, bone resorption, bleeding, inflammation, mobility.